Manufacturer narrative:
Product ID 37761, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the replacement desktop charger resolved the ins depletion. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger (serial # (B)(4)) found that connector pin broke. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported the pin broke off and stuck in the recharger, and patient would be able to get it out. Additional information later date from patient stated ins battery was depleted, he was completely out of charge. Patient could not charge ins because the recharger battery was depleted and desktop charger (dtc) connector pin was damaged. Patient noted he was driving into the clinic right now to get charged up. A replacement desktop charger would be sent, connector pin was broken off. No further complication and no symptoms were reported.